Event description:
It was reported that the battery life in the insulin pump had lessened. It was also reported that the insulin pump shut off without alarming low battery. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.